Manufacturer narrative:
A good faith effort has been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, the valve was inactivated. No additional adverse patient effects were reported.